Event description:
Post coiling treatment procedure, it was reported a small tail of the coil was noted in the patient artery. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.